Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not turn on. It was noted that the programmer was not being used on a patient at the time of the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device would not power up however added that it was intermittent and attributed it to occurring when the radiofrequency programmer head cable was moved, near the twisted area and it was resolved by replacing the programmer head's cable. Analysis also found that the top hinge plate screws were missing and that the power supply fan was noisy and therefore replacement screws were installed and the power supply was replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.